Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was treated with unspecified intraperitoneal (ip) antibiotics. It was reported the patient was hospitalized for peritonitis and an unrelated event. The cause of the peritonitis was unknown. The patient was discharged five days after admission. At the time of this report the patient had recovered from the peritonitis event. No additional information is available. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The peritonitis occurred on an unspecified date in (B)(6) 2014. The specific product code for the minicap transfer set is unknown. The brand name and 510k have been provided in this MDR. As the sample was not returned, a device analysis cannot be completed. A review of all batch record documents for potentially associated lot numbers h13f25025, h13j16050, h13k01019 and h13e31025 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.  Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).